Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   This is a duplicate report of original mrn: 1818910-2019-90075. The original mrn: 1818910-2019-90075 will be keep for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Ppf and sticker sheets received. Ppf alleges loosening of cup, bone fracture, infection, loosening of stem, metal wear, metallosis, and elevated metal ions.